Event description:
It was reported that the insulin pump alarmed off no power. The reported blood glucose reading was 461 mg/dl. The customer's mother stated that the battery compartment was hot to the touch. It was advised that the customer should revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. However, the insulin pump was received with the currents within specification.